Event description:
It was reported that the device downstream occlusion (dso) is tearing. Discovered during testing. There was no patient involvement.

Manufacturer narrative:
B3: month and year of event have been provided; day is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One device was returned for repair with complaint that the downstream occlusion (dso) seal was lifting off the sensor. Service history identified the complaint was not related to a previous service of the device within the review period. Review of event log found no related alarms. Visual inspection found the dso seal is lifting off sensor. Functional testing was performed. The dso seal was replaced.